Event description:
New information received notes that a diagnostic anomaly was noted. No further intervention or adverse patient consequences were reported.

Event description:
It was reported that a patient presented with premature battery depletion noted on the patient's pacemaker. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2024. No adverse patient consequences were reported.

Manufacturer narrative:
The reported events of premature discharge of battery, longevity anomaly, and incorrect measurements were not confirmed. The device was received at elective replacement indicator (eri) level. Device image indicated auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical analysis performed at nominal, and field settings indicated normal functionality with normal measurements. Further evaluation at various pulse amplitudes found current level within normal range and no indication of premature depletion noted. Longevity assessment was performed, based on average drain current, and the device exceeded projected longevity indicating normal battery depletion.